Manufacturer narrative:
Date of event: the date of event is unknown.

Event description:
It was reported that a patient experienced fluid loss from "stress relief" with his artificial urinary sphincter (aus).

Manufacturer narrative:
Event date is an example.

Event description:
It was reported that a patient experienced fluid loss from "stress relief" with his artificial urinary sphincter (aus).